Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. On (B)(6) 2025, the patient developed persistent oozing from both groin puncture sites. The issue was initially managed with pressure dressings. On (B)(6) 2025, the patient was hospitalized following continued oozing from both groin puncture sites since the night of (B)(6) 2025 and was evaluated in accident and emergency. Diagnostic testing included hemoglobin laboratory assessment. Bleeding from the left groin puncture site resolved, while the right groin puncture site demonstrated slow oozing without hematoma and was non-tender. Bilateral groin bleeding subsequently resolved after application of pressure dressings and a sandbag over the right puncture site. Aspirin and edoxaban were resumed on (B)(6) 2025. The patient remained stable and was discharged on (B)(6) 2025. The device is not expected to be return due to disposal.

Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes - updated.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. On (B)(6) 2025, the patient developed persistent oozing from both groin puncture sites. The issue was initially managed with pressure dressings. On (B)(6) 2025, the patient was hospitalized following continued oozing from both groin puncture sites since the night of (B)(6) 2025 and was evaluated in accident and emergency. Diagnostic testing included hemoglobin laboratory assessment. Bleeding from the left groin puncture site resolved, while the right groin puncture site demonstrated slow oozing without hematoma and was non tender. Bilateral groin bleeding subsequently resolved after application of pressure dressings and a sandbag over the right puncture site. Aspirin and edoxaban were resumed on (B)(6) 2025. The patient remained stable and was discharged on (B)(6) 2025. The device is not expected to be return due to disposal. It was further reported that the patient noted persistent oozing from both groin puncture sites since the evening of (B)(6) 2025. On the evening of (B)(6) 2025, the bleeding from the left groin puncture had stopped, while the right groin puncture site had slow oozing. There was no obvious hematoma present, and the area was non tender during the evaluation. Pressure dressing and a sandbag were applied to the right groin and keep observe. On the evening of (B)(6) 2025, a mild active bleeding episode occurred at the left groin puncture site, a pressure dressing and sandbag. Vascular circulation in both legs remained normal. On (B)(6) 2025, a subcutaneous hematoma measuring approximately 3 cm by 3 cm was observed under the skin of the right groin, and a mild fever of 37.7 celsius. Blood laboratory tests were completed. Hemoglobin levels showed a progressive decline from 10 to 7.3, and aspirin and edoxaban were withheld on (B)(6) 2025. Following continued pressure dressing and sandbag application, bleeding from both groin puncture sites were stopped. Then aspirin and edoxaban were resumed on (B)(6) 2025. The patient remained stable and was discharged on (B)(6) 2025. The event resolved on (B)(6) 2025.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. On (B)(6) 2025, the patient developed persistent oozing from both groin puncture sites. The issue was initially managed with pressure dressings. On (B)(6) 2025, the patient was hospitalized following continued oozing from both groin puncture sites since the night of (B)(6) 2025 and was evaluated in accident and emergency. Diagnostic testing included hemoglobin laboratory assessment. Bleeding from the left groin puncture site resolved, while the right groin puncture site demonstrated slow oozing without hematoma and was non-tender. Bilateral groin bleeding subsequently resolved after application of pressure dressings and a sandbag over the right puncture site. Aspirin and edoxaban were resumed on (B)(6) 2025. The patient remained stable and was discharged on (B)(6) 2025. The device is not expected to be return due to disposal. It was further reported that the event resolved on (B)(6) 2025.